Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 39 mg/dl at the time of hospitalizations. Customer stated that his insulin pump settings were incorrect and the insulin pump was giving too much insulin. Nothing further was reported.